Event description:
On 10/30/96, the facility nurse/buyer contacted the MFR and reported that the customer has complained that the device hurts the pts and that the tip is "too blunt". In addition, the facility nurse.buyer stated that several pts have also complained to the nurses at the facility. Eight boxes of devices were ordered and the facility has used one at this time. The facility nurse/buyer stated that she would return one box to the MFR for eval, and may possibly return more. A MFR nurse was informed of this situation.

Manufacturer narrative:
The MFR has completed its evaluation of the returned devices and the results are as follows: testing confirmed that the devices were within the MFR's specifications. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends have been identified. Based on the available information, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. The MFR will continue to monitor similar reports concerning this catalog number. No further details are available. The MFR is now closing its file on this event.